Manufacturer narrative:
Product complaint # (B)(4). The actual sample was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed primarily of microvoid coalescence, which is evidence of a ductile overload failure. Intergranular fracture was also identified in this region and in small areas across the fracture surface. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm346 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy of uterus on (B)(6) 2019 and the barbed suture was used. It was reported that the needle broke when the barbed suture was drawn close to suture wound surface of uterine leiomyoma for the third stitch. The broken needle was found. Another like suture was used. There were no patient consequences reported.